Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the implant broke in (B)(6) 2014 after being implanted in (B)(6) 2014, and then was removed on (B)(6) 2014. The patient was osteoporotic, and also diabetic. The surgeon had reduced the fracture, using a distal medial tibia plate. The patient has been suffering from infections, and threatened by amputation. This complaint involves one part. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device, part # 02.112.523, lot # 6430538. The as received condition of the implant was broken into two pieces with additional marks and scratches on the surface finish near the location of the break. The parts were received in sealed packaging that is not the original packaging. Features at the location of the break were unobtainable. All other relevant dimensional features were measured and passed per the corresponding process documentation. Repeat features were measured at the iteration most near the break location. The parts were evaluated with the current gage to the current inspection requirements and were found to be conforming. The manufacturing records were reviewed and no deviations to the specifications were found. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID reported as: (B)(6). Event date: unknown; it was reported the plate broke in (B)(6) 2014. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records was completed: synthes manufactured the ti fibula plate, part number 02.112.523, and lot 6430538. Initially, the part was inspected and conformed to the synthes final inspection sheet. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.